Manufacturer narrative:
Batch review performed on 18 august 2020: lot 19c0018: (B)(4) items manufactured and released on 31-jan-2019. Expiration date: 2024-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.230h head biolox option ø 28 lot. 1907389 (k131518) batch review performed on 18 august 2020: lot 1907389: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 lot. 1908430 (k092265). Batch review performed on 18 august 2020: lot 1908430: (B)(4) items manufactured and released on 19-dec-2019. Expiration date: 2024-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 months after primary the surgeon performed a washout and revised the head, sleeve, and liner. The surgery was completed successfully.